Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had abnormal color tone and partial loss of image . Inspection and testing of the returned device found nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on scope-connector, a noise image occurs. Nozzle has foreign objects. Due to a pinhole on channel-tube, water tightness is lost. Due to damage on up/down knob, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section -rubber has a chip and crack and white clouded area. Due to wear of angle wire, the play of up/down knob is out of the standard value. The scope connector has a crack. Adhesive around objective lens is peeled. Adhesive around light guide lens is peeled. Plastic distal end cover has a dent. Connecting tube has a scratch. Switch 4 has a wear and scratch. Switch 1 has a wear and scratch. Protector of universal cord on control section side has a scratch. Universal cord has coating peeling and wrinkle. Scope connector has a crack. Questionnaire for foreign matter found following: the product was cleaned , disinfected, and sterilized before it was sent it to olympus. It is unknown what was the foreign material that was adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The air/water nozzle was flushed with air and water. There were abnormalities found in the accessories used for preprocessing. Unknown if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. Air/water nozzle was flushed with the detergent solution. A review of the device history record found that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the subject device during manufacturing. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the ¿clogged foreign material in the nozzle¿ was confirmed but the air/water nozzle was not deformed. The foreign material could not be identified. A definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): "1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.